Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial#:(B)(4), description: linear st lead, 70cm. Model#: sc-4316, serial#: (B)(4), description: next generation anchor kit-sterile. Additional information was received that the patient underwent an explant procedure. The physician did not suspect device malfunction. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain on her side. The physician assessed that the patient's pain was primarily from the soreness of the ipg site and was transferring pain in the intestinal area. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain on her side. The physician confirmed that the pain was primarily from the soreness of the ipg site. The patient will undergo an explant procedure.